Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent right atrial lead undersensing during episodes on the stored electrogram. The lead remains in use. No patient complications have been reported as a result of this event.